Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for the additional failures "aw(air/water)-cylinder (tube) has foreign objects." And "aw-tube has foreign objects.": the most probable cause of the failure is known inherent risk of device, which indicates that the reported adverse event is known and documented in the labeling and all reasonable mitigation steps have been taken (including both short or long term known complications or adverse reactions). For the additional failure "forceps elevator has foreign material or stain.": the most probable cause of the failure is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. In the instructions for use (IFU it is stated: ¿nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign matter in the air/water cylinder/tube and the forceps elevator. There was no patient involvement.